Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed due to atrial intrinsic events followed by atrial pacing. The patient was asymptomatic. Programming changes were recommended and the patient was doing fine.